Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a routine generator changeout, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was extracted and replaced. The patient condition is stable.

Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the lead tip measuring 28.2cm was returned for analysis. External insulation abrasion was noted at 7.4-8.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. Please retract this MDR 2938836-2016-00091. The complaint of externalized conductors was incorrectly reported on this right ventricular lead. The complaint of ecs reported on the original listed rv lead, 1581/65 (B)(4), filed on 2938836-2016-01413.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
A partial lead with the lead tip measuring 28.2cm was returned for analysis. External insulation abrasion was noted at 7.4-8.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.